Event description:
Vns pt initially experienced a good response with the vns therapy, but that over the past month has experienced an increase in seizures "more so since vns." There had reportedly been no medication changes during this time period and use of the magnet reportedly worked to abort seizure activity. Investigation to date has been unable to determine the cause of the reported increase in seizure activity.